Manufacturer narrative:
Other relevant device(s) are: vamf3636c150tu sn (B)(4), expiration date: 2017-11-15, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that the patient returned for follow-up and the CT showed the patient developed a proximal type I endoleak. The patient has three stent grafts implanted from the original procedure. The valiant stent graft is distal and two stent grafts are proximal; however, it is unknown which device was the proximal most where the endoleak is coming from. The endoleak was on the inner curve of the arch. The physician implanted 12 endoanchors at the proximal end of the stent graft to try to resolve the endoleak. The original stent graft was at the level of the subclavian artery and the patient has a dialysis graft in the left arm so a proximal extension was not an option at this time. The procedure went well with the endoleak filling very late. Although, it was noted that the leak had appeared to resolve. The physician decided to stop and not perform any further intervention. The physician stated that the cause of the event was anatomy related (proximal neck degenerative disease since patient was treated for dissection on original procedure). No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.